Manufacturer narrative:
A review of the instrument log for the monopolar curved scissors associated with this event was performed. Per logs, the instrument was last used on, (B)(6) 2020, on system sk0076, with 3 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (pre-anesthesia), the monopolar curved scissors was found to have a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information. However, as of the date of this report, no more information has been provided.